Event description:
When the doctor was handed teleflex medical pgac300 minilap minigrip alligator grasper, the doctor touched the handle and the plastic piece for ratchet snapped off. It was opened to the scrub and handed directly to the doctor. (Ref # pgac300, lot fml-00340).